Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
A customer reported that when working with multiple studies and using thumbnail panels, the thumbnail tab changed unexpectedly and the radiologist almost dictated a report on the basis of looking at the wrong study. The problem was discovered and no misdiagnosis occurred.